Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the amount of occlusion and the percentage of flow were not accurate. When the occluder was calibrated, it would close and open all the way, but when recirculating and set for 100% occlusion, it would still leak. The user had to hit occlude a couple of times to stop the leakage. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.